Event description:
A malfunction alarm identified as malf 12 was reported, and no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the process, and confirmed the issue did not persist after the reset. The customer acknowledged the guidance and was advised continuing using the pump, with instructions to contact support if the malfunction reoccurred.